Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was intermittent. The analyst indicated that the atrial capture management shows unstable thresholds throughout the device record, with no recorded values before (B)(6) 2015, and between 1.875 and 2.5 volts thereafter. Concomitant medical products: dtba1d1 crt-d, implanted on (B)(6) 2014. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. The physician was notified and the lead remains in use. No patient complications have been reported as a result of this event.